Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error. Technical services (ts) discussed requiring a save to disk to analyze the data in order to determine change out time. Additional information is being requested by the field. Thie s-ICD remains in service. No adverse patient effects were reported.